Event description:
Patient was having splenic aneurysm embolized with penumbra 400 coils. The first coil was successfully delivered to the aneurysm without any friction; however, it was unable to be detached with detachment handle. The pet lock was separated by just a few millimeters. The coil was retreated into the catheter a few centimeters and the coil detached. It was then delivered in the aneurysm by pushing forward with the pusher assembly and detachment handle.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00266.

Manufacturer narrative:
Results: the pet lock on the proximal end of the pusher is broken, and the pusher has a kink where the hypotube tab is located. The pull wire is not in the capture feature of the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The complaint indicates that the coil did not initially detach when the detachment handle was actuated, but detached after pulling pusher 3 - 4 cm back into the delivery catheter. During the evaluation of the pusher it was visible that the pet lock was broken and the pull wire is not in the capture feature of the ddt. This is consistent with a coil that is correctly deployed. For a coil to successfully detach the pull force produced by actuating the detachment handle must transfer to the ddt. If excessive tension exists in the system, or a kink prevents this force from transferring to the ddt then difficulty detaching may occur. A kink of unknown source is present on the proximal end of the pusher. Based on the description of the event which states that the coil was able to be successfully detached by retreating the pusher a few cm into the delivery catheter, it is likely that excessive tension was present in system when attempting to detach. Excess tension can be caused by tortuous patient anatomy, catheter tip placement, and other factors. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.